Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. The data files showed that at least four injections were performed with the balloon catheter on the date of the event. The data files showed that a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection (#(B)(4)). Visual inspection of the mapping catheter showed that the shaft and service loop were intact with no apparent issues. In conclusion, the catheter passed the inspection as per specification. Also, this was a clinical issue encountered during the procedure.

Manufacturer narrative:
Data files demonstrated a system notice unrelated to the reported adverse event. The physical product analysis is pending.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a pericardial effusion was diagnosed approximately eleven minutes following the first freeze of the left pulmonary vein. The case was aborted as hypotension was observed and a pericardiocentesis was performed. After, the patients vitals stabilized. The patient was discharged from the hospital four days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.